Event description:
The customer's mother reported that her daughter had low blood glucose results all day on (B)(6) 2013 (no specific results provided), and she went to the emergency room for treatment. She did not specify the treatment, but said that her daughter also has a virus. She did not believe the low blood glucose was related to using the pod. During the call, she was asked if she wanted to return the pod and have it investigated, but she declined. She said her daughter was still wearing the pod at the time of the call.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hypoglycemia. No lot qualification records were reviewed, as a product lot number was not provided. The omnipod user guide warns, "test results below 70 mg/dl mean low blood glucose (hypoglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider." It advises, "hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspected that your blood glucose level is low, check your bg level to confirm.